Event description:
Technician found that when the brakes were engaged the casters still swiveled. He found the caster horn and stems were worn. He replaced the caster horn and stems to repair the brakes. The stretcher was found in a basement repair shop and there were no alleged injuries.